Event description:
Incident. Anticipated. Serious injury. Required intervention this is a spontaneous case report received from a medical doctor in united states on 03-feb-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date for permanent contraception. Physician was viewing a surgical removal of essure and they could not find one of the coils. After further imaging, it was found embedded in the myometrium. No further information available. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who was submitted to surgical removal of essure (fallopian tube occlusion insert). During the surgery, physician could not find one of the coils. After further imaging, it was found embedded in the myometrium (regarded as partial uterine perforation). This event is listed in essure's reference safety information. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In this particular case, limited information was provided. Although the exact mechanism of the event was unknown; given its nature, causality with essure cannot be excluded. This case was regarded as incident, since a surgical procedure was required for essure removal. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow-up received on 12-may-2016: despite of follow-up attempts, no response was received to date.

Manufacturer narrative:
Follow-up received on 24-mar-2016: ptc result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who was submitted to surgical removal of essure (fallopian tube occlusion insert). During the surgery, physician could not find one of the coils. After further imaging, it was found embedded in the myometrium (regarded as partial uterine perforation). This event is listed in essure's reference safety information. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In this particular case, limited information was provided. Although the exact mechanism of the event was unknown; given its nature, causality with essure cannot be excluded. This case was regarded as incident, since a surgical procedure was required for essure removal. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.